Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis of the returned catheter revealed reddish material inside the pebax on the thermocool smarttouch catheter. Spi screening test was performed, in accordance with bwi procedures. The returned sample was connected to carto3 system and the force values were observed within specifications. Sem analysis results show evidence of mechanical damage and a hole on the pebax surface. Object that cause the damage is unknown. A manufacturing record evaluation was performed for the finished device 30445655m number, and no internal action was found during the review. As part of bwis quality process all devices are manufactured, inspected, and released to approved specifications. The evaluation determined that the cause of pebax damage failure cannot be established. The event described force issue was unable to duplicate during the product investigation however, the blood inside the pebax area found could be related to the reported issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an afib - paroxysmal ablation procedure with a thermocool¿ smart touch¿ sf bi-directional navigation catheter for which biosense websters product analysis lab identified reddish material inside the pebax. This finding was identified on (B)(6) 2021. Subsequently, scanning electron microscope (sem) analysis was done to identify if there was any damage to the pebax integrity. Sem results showed evidence of mechanical damage and a hole on the pebax surface. During the procedure, high force readings were displayed on the carto 3 system after zeroing appropriately. No errors were displayed. The ablation cable was replaced without resolution. The catheter was replaced and the issue resolved. The case continued without further incident. No patient consequences were reported. The force issue is not MDR-reportable. The hole on the pebax is MDR-reportable.